Event description:
Report received from the USA stating that the "hose was damaged." The hose had a tear and it was found during pretesting. There was no patient involvement. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).